Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the device was not placed into surgery mode. Therapy is currently effective. There is no additional information and next course of action is undetermined at this time.